Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in clinic after receiving appropriate therapy. An old stored egm showed intermittent undersensing of a vt episode that was misdiagnosed as noise. There were no reported patient symptoms. It was later reported that the system was explanted when the patient underwent a heart transplant.